Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The system was properly prepared with no sign of defect. When the commander delivery system was inserted into the 14f esheath, the valve was getting stuck on the distal portion. The valve tore the distal end of the esheath. For patient safety, everything was removed. There were no withdrawal difficulties, and the team was able to remove the system as one unit. A new system was opened, prepped and the valve was deployed successfully. There was no delivery system and valve damage.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath shaft cut near distal strain relief, due to customer dissection. Distal tip torn radially along the distal edge of the liner with hdpe stretching. Kink approximately 1.75'' from distal strain relief. Imagery was provided from the site and revealed the following: sheath distal tip torn radially. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on the evaluation of the returned device/provided imagery. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The system was properly prepared with no sign of defect. When the commander delivery system was inserted into the 14f esheath, the valve was getting stuck on the distal portion. The valve tore the distal end of the esheath. For patient safety, everything was removed. There were no withdrawal difficulties, and the team was able to remove the system as one unit. A new system was opened, prepped and the valve was deployed successfully. There was no delivery system and valve damage. Although ''mild'' calcification and tortuosity were reported, it is possible that these patient factors contributed to the reported resistance and subsequent distal tip tear. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Non-coaxial alignment due to user technique between the devices can lead to the valve struts to catch onto the sheath distal tip, increasing resistance during system advancement and tearing the tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing. As such, it is possible that the patient factors (calcification, tortuosity) and/or procedural factors (valve caught on distal tip, high push forces) contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.